Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up for the return of the device and hospital contact information. A supplemental report will be submitted if the device is received. A photograph was provided with the complaint report; the tabs on the end of the extension cable connector appear to have detached from the device. Based upon the photo, the reported complaint was confirmed. (B)(4).

Event description:
The hospital reported that one end of the hemopro 2 extension cable was not locking correctly. The tip was examined and it was observed that one of the latches on the extension cable connector was missing. The damage was noticed prior to use and the device was not used on the pt. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.